Manufacturer narrative:
(B)(4) device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent dislodgement inside patient occurred. The target lesion was located in the right coronary artery. A 3.00mmx20mm synergy ii everolimus-eluting stent was advanced; however the stent failed to cross the lesion. The stent was withdrawn and the lesion was pre-dilated again. When the synergy stent was re-advanced, it was noticed that the stent had moved a little bit on the delivery device. When the stent was pulled back, it came off the delivery system. The stent was retrieved using a snare. The device was completely removed from the patient's body. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was fine.